Manufacturer narrative:
The investigation was just startet. The result will be forwarded in a follow up report.

Event description:
It was reported that after the initiation of ventilation, post-tracheal intubation, the patient showed ventilatory instability, progressing to hypercapnia and increased ventilatory pressures. Reportedly a thoracic puncture for relief followed by thoracic drainage was required. The patient remains stable and showing clinical improvement and improvement in respiratory pattern.

Manufacturer narrative:
For the investigation the logfile was analyzed. It was found that the case in question started on (B)(6) 2025 at 8:12 am in pressure controlled ventilation (pc). The inspiratory pressure was set to 15 mbar by the user. The ventilation mode was changed about 10 minutes later from pressure controlled ventilation into volume controlled ventilation (vc-af). In volume controlled ventilation the applied volume is constant, it was set to 440ml. A continuous increase of the measured airway pressure from 22 to 40 mbar within 20 minutes could be comprehended and most likely caused an insufficient ventilation and in the consequence an increase of co2. The logfile data does not give a hint for the root cause of this pressure increase. In case the measured patient pressure exceeds the adjusted pmax value (volume control) more than + 10mbar, the peep / pmax valve will open. In case the pressure further increases, the expiratory safety valve will open, then the supply voltage of the ventilator and the relevant valves will be deactivated and the atlan gives an audible and visual "ventilator failure". Both the high airway pressure and the high expiratory co2 were detected and alarmed as specified. No indication for a technical failure was found and no indication for unsuitable settings were found. It was not possible to determine the root cause for the described symptom.

Event description:
It was reported that after the initiation of ventilation, post-tracheal intubation, the patient showed ventilatory instability, progressing to hypercapnia and increased ventilatory pressures. Reportedly a thoracic puncture for relief followed by thoracic drainage was required. The patient remains stable and showing clinical improvement and improvement in respiratory pattern.